Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of an ilet insulin pump experienced recurrent low glucose readings, including overnight hypoglycemia and a daytime episode where glucose declined to the sensor ¿low¿ range while the algorithm continued small insulin doses around 120 mg/dl; the user had adjusted targets and reported meal announcements that could have influenced adaptation. Symptoms included low and very low glucose readings. Outcomes included user-reported hypoglycemia without emergency treatment or hospitalization. Investigation included review of cgm data and user education regarding adaptation, targets, and meal announcements. Investigation of this case revealed no device malfunction and suggested algorithm adaptation and meal announcement practices as potential contributors. It was concluded that the event was related to hypoglycemia with cause unclear and that continued adaptation and optimized meal announcements were recommended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.